Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error after battery change due to broken solder joint on the interface board. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had an unexpected restart and an external ram error alarm. Customer's blood glucose level was 186 mg/dl. Customer stated that a temp basal was programmed before the alarm occurred and that the alarm is recurring during normal pump use. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.